Event description:
It was reported that the reservoir leaked inside the reservoir compartment. It was stated that the customer had high blood glucose and ketones. Troubleshooting was not performed at the time of call. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.